Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had the pump revised on (B)(6) 2018 because it "fell over." At this time they discovered the catheter had broken as well. About a month after the patient as revised on (B)(6) 2018, the pump started to do the same thing again. The healthcare provider (hcp) x-rayed the pump on (B)(6) 2018. It seemed to be an issue with the distance between the lowest rib and the hip. The hcp did not feel comfortable revising it again because he said it would do it again. The hcp told the patient he could implant it in the back, in the upper buttocks area. There were no further complications reported at this time.